Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to maintenance deficiency. UDI:(B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the device was broken and not working. During service and evaluation, it was determined that the attachment device had corroded bearings and internal components, and the device was frozen/will not move. It was further determined that the device failed pretest for check of free movement. It was reported that there were no delays to the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.